Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00420 pertains to the first speedband superview super 7¿ device and manufacturer report # 3005099803-2017-00423 pertains to the second speedband superview super 7¿ device. It was reported to boston scientific corporation that two speedband superview super 7¿ devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first speedband was used; five bands failed to deploy. A second device was used but the same issue occurred as its six bands failed to deploy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.